Manufacturer narrative:
Product ID 8840, serial# unknown, product type: programmer, physician; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. There was no device issue. The concentration rate was decreased after surgery by the surgeon due to a catheter revision. The concentration was decreased to reduce risk of granuloma formation. A dose reduction was done after the catheter revision. The patient didn't do well with the dose reduction. The personal therapy manager (ptm) was left for the patient. The serial number of the clinician programmer was unknown. The patient¿s weight at the time of the event was (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. The patient reported going through withdrawal after their pump was implanted in (B)(6) 2017. The patient stated they lost (B)(6). And was vomiting. Per the patient the nurse who usually filled the pump was on vacation and they ¿reversed the bolus and other dose and they doubled the concentration.¿ it took 4 months to get situated. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8870, serial# unknown, product type: software; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.